Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The placement was noted to be uncomplicated however, tricky. After the spaceoar placement, the patient experienced an enlarging pelvic lymph node. The physician noted there was a possible spaceoar infiltration, diffusely in the rectum. Magnetic resonance imaging (MRI) was performed and showed a small infiltration of the hydrogel at the apex. The patient is reported to be clinically well.